Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 4.7 mmol/l at the time of the incident. It was reported that there was damage to the battery cap area and the middle part of the screen had scratches making it hard to read the screen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump will not be returned for analysis.